Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke several times during the operation. The customer didn't mention how the sewing was completed. The wound erythema and inflammation were gradually aggravated on the 1st and 2nd day after the operation, with increased wound secretion and aggravated pain. The suture was removed intermittently on the 1st day after the operation. The patient visited the hospital due to "right lower leg pain and bleeding caused by wood injury for 30 minutes", and was preliminarily diagnosed with soft tissue laceration of right lower leg. The suture was used to suture the wound of left lower leg during the surgery. The wound was washed repeatedly with hydrogen peroxide and normal saline. The wound was bandaged after iodine disinfection. Dressing change was given to the patient. Additional information was requested but unobtainable.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. The following information was requested, but unavailable: were there any signs or symptoms of inflammation prior to the procedure? All answers above are unobtainable. Once there is any update, we will update the information. Were any pre-op cleansing procedures or products changed recently and were used during initial procedure? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Please specify. Were and prescribed antibiotics /steroids administered to treat symptoms? Was any surgical intervention performed to treat the outcome? If yes, please specify. Was the suture removal procedure performed in the surgical operation room? Were cultures performed? If yes, results? This lot number 20192022140 is not recognized in our system please verify. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2022. Additional information was requested, the following was obtained: please be noted event date shall be updated to (B)(6) 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.